Event description:
It was reported that during a laparoscopic ovarian cystectomy, a piece of metal fell into the patient when the device was opened. The metal piece was retrieved and an x-ray was taken. It is unknown how the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the pouch device was received with one support broken; the broken piece was returned inside a bag. The instrument was received fully deployed and the bag and suture were not returned for analysis. The broken support arm was visually inspected and it was found to be bent and with scratches. The device was disassembled in order to evaluate the condition of the support arms, and the remaining piece of the broken support arm was still attached to the push-pull rod; the other support arm was in good condition and attached. In addition, the distal plug was noted to be scratched. A possible cause of the damage is the application of external excessive force over the device that causes the support arm to become broken and the distal plug to be damaged once the instrument was fully retracted.